Event description:
The event is reported as: complaint alleges: the therapist discovered holes and melted corrugated where heated wires had laid against corrugated tuning (both inspiratory and expiratory near pt wye) causing ventilator to alarm on the neptune heater. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A follow-up report will be sent when investigation is completed.